Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the tube was leaking. The duration of use was one day. There was no harm to the patient.

Manufacturer narrative:
Additional information h2, h3, h6 investigation conclusion the customer report stated the tube was leaking. The duration of use was one day. A device history record (DHR) review was unable to be performed as the complaint lot number reported was unknown. The reported device was returned for evaluation without packaging. Visual inspection and functional testing confirmed the reported issue of leak. The leak appeared to be caused by damaged silicone tubing. The root cause of this confirmed product issue is related to a material issue (pumping section) and its manufacturing tool design. The tool is causing backflow, leading to air bubbles in the silicone tubing during machine operation, causing damage to the silicone tubing. This damage causes formula to leak during use. A quality alert was initiated to indicate the inspection of parts for bubbles. Preventive action was completed by way of validation activities for new plates and tools for the molding process. Additional action is not required at this time. This complaint will be used for tracking and trending purposes.